Manufacturer narrative:
The reported event of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. Final analysis found that the programmer experienced a telemetry break, which inadvertently misconfigured the active right ventricular leadless pacemaker as new right atrial leadless pacemaker. The root cause has been identified in the programmer software. There was no malfunction with the implanted device.

Event description:
It was reported, that the patient's right ventricular leadless pacemaker (lp) inappropriately saved as the atrial lp, due to phantom programming. Resulting, in difficulty to interrogate the device. The issue was resolved via reprogramming. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2024-72861. It was reported the patient presented for a leadless pacemaker implant procedure. It was noted that loss of conductive telemetry occurred and the leadless pacemakers were unable to be finalized. Telemetry was restored successfully. Further investigation found misconfiguration of the ventricular leadless pacemaker. The patient was in stable condition.